Event description:
Pt was found with buttocks and legs on the floor, and neck/shoulder stuck above the last rung of the side rail. Pt's daughter states that the rail "cut off her oxygen supply." Rptr believes there is a flaw with the design of this bed. The rptr states that a "normal twin bed" has an "l shaped frame", and this bed does not. Rptr states that without the "l shaped frame" there is enough room for a "human body" to fall between the frame and side rail. The rptr believes that this is how her mother managed to get her "feet, hips, and stomach" through this space. The rptr believes that something should be done with beds that follow this design.